Event description:
It was reported that the pt would periodically get an entire body shock while charging. The shock occurred deep in the pocket/tissue and then conducted through her entire body. After a few seconds of feeling the shock, she would pull it off and stop the recharge. The pt indicated that she charged with the device off. The pt charged the device lying down. This had occurred for the last 6-12 months and only while she was charging the device for a few hrs. The pt recharged the device once a month. The pt was in the office a couple of months ago and impedance checks seemed to be fine. There was no redness or swelling reported over the pocket. The pt complained that recharging was cumbersome and tedious. The pt had recharged with both thin fabric and directly over her skin, but regardless the shocking still occurred. The pt had used the same recharger she had received at the implant and had never gotten wet or dropped it. The pt reported no trauma or falls. The pt noted she was not injured from the shocking events. The recharger was replaced. Additional info has been requested; a f/u report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).